Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced high blood glucose (bg) event and was hospitalized on (B)(6) 2025. The blood glucose (bg) at the time of admission was 415mg/dl and felt sick and was treated with intravenous fluids and insulin. The length of hospitalization was less than 24 hours. No further information available.